Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received states that, there was no plan of revision surgery to explant the cages. No further complications re ported.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was osteoporotic vertebral fracture. It was reported that, patient's motor evoked potential waveform was decreased after insertion of the cage. There was no malfunction associated with the cages. The levels implanted were th12/l1. Procedure/technique performed was posterior interbody fusion. The doctor chose to implant the cage from the back instead of the front. After cage insertion, the waveform of the left lower limb gradually decreased. As a result, patient was rehabilitated, and hospitalized. Patient had paralyses of left buttock. No time delay in procedure reported as a result. No further complications reported.

Manufacturer narrative:
B2: other - patient had paralyses of left buttock. G2: country of event - japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.